Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4).

Event description:
The following information was reported: while the physician was deploying the mynxgrip vascular closure device, (B)(4), the balloon pulled through the arteriotomy. The physician removed the device and converted to manual compression for approximately 20 minutes with no further complications. The patient was not hospitalized. In doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: diagnostic sheath size: 6f.